Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no indication of a lot-specific product issue. Based on information reviewed and without the device to analyze, a definitive cause for the reported unintended movement /clip open when establishing final arm angle (efaa) in this incident could not be determined. The reported difficult or delayed positioning appears to be due to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 3-4. The clip delivery system (cds) was advanced. The cds was difficult to position, due to the suboptimal transseptal puncture; more plus knob was used. During the second final arm angle test, the clip failed to remain locked and opened to approximately 90 degrees. The clip was closed by turning the arm positioner in the closed direction and leaflet insertions and mr reduction was again confirmed. A third attempt to establish final arm angle was successful. The clip was fully deployed without further issues. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.